Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. The cause is suspected to be related to an alcohol septal ablation experienced previously by the patient. The patient underwent surgical intervention to remove and replace the lead with the same model some months after implantation. No additional adverse patient effects were reported. The device remains in hospital's possession.